Event description:
Advanced bionics was made aware that the patient suffered a head trauma. After the trauma the patient experienced loss of sound followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. Advanced bionics is in the process of gathering more information. Once more information is available, a supplement report will be submitted.